Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent dislodgement occurred. The 70% stenosed target lesion was located at the mildly tortuous and severely calcified ostial left anterior descending artery. A 3.00 x 20mm synergy xd drug eluting stent was advanced for treatment. However, during insertion, it was noted that the stent was hanging into the left main bifurcation form the circumflex artery that snagged the stent and dislodged it. The physician then inflated a balloon catheter distally to embolized stent and used to retract into guide. The procedure was completed with balloon angioplasty. There was no patient complications reported.

Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided. Details of analysis: the synergy xd mr us 3.00 x 20mm stent was returned for analysis without the crimped stent. A visual and microscopic examination of the balloon found that the balloon was in a deflated state with solidified media present inside the balloon material. The condition of the balloon confirms that the balloon had been inflated. An examination of the distal extrusion found that the extrusion was stretched at the guidewire port and there were muliple kinks along the length of the extrusion. A visual and microscopic examination of the hypotube identified multiple kinking along the length of the hypotube. As the stent was not returned with the device a review was performed into the manufacturing stent crimp data for this batch. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement.

Event description:
It was reported that stent dislodgement occurred. The 70% stenosed target lesion was located at the mildly tortuous and severely calcified ostial left anterior descending artery. A 3.00 x 20mm synergy xd drug eluting stent was advanced for treatment. However, during insertion, it was noted that the stent was hanging into the left main bifurcation form the circumflex artery that snagged the stent and dislodged it. The physician then inflated a balloon catheter to embolized stent and used to retract into guide. The procedure was completed with balloon angioplasty. There was no patient complications reported.